Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that her sensor failed overnight while she was sleeping. The patient awoke from sleeping with a low bg (no specific value reported) and fell out of bed and hit her head on the night lamp. The patient was experiencing muscle weakness, tachycardia, and was unable to fully speak. The patient was able to call her neighbor, who was also a police officer and had keys to her home. The neighbor came to the patient¿s home and gave the patient juice to drink and called 911. Once emergency medical services (ems) arrived, the patient bg meter reading was 93 mg/dl (this was after the patient was treated with juice). Ems did not provide the patient with any additional medication or treatment. The patient recovered at home and was not transported to the ER. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values post treatment fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-027083 and 3004753838-2024-027083-01 were reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.